Event description:
Litigation papers received. Litigation alleges patient suffers from large levels of cobalt-chromium metal ion levels in his blood, pain, discomfort, and inflammation. Due to the allegation regarding metal ion levels, the head and stem are being added to the complaint at this time.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 8/27/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, discomfort, and dislocation. Multiple tines had broken off the liner due to the dislocation. There was no mention of cup loosening, poly wear, or disassociation. No labs were provided for the alleged high metal ions. A correct doi and dor were provided. The complaint was updated on:9/23/2015.

Event description:
Patient was revised to address disassociation with poly wear and cup loosening.